Event description:
It was reported that the patient with an implantable neurostimulator experienced high impedance, loss of stimulation, and the device was unable to deliver the desired intensity settings. The patient stated that programming was not helping with pain. The patient reported a fall at the beach, landing on the battery, after which the device indicated it was unable to deliver the desired intensity settings. An impedance check showed values greater than 40000 at electrodes 1, 2, 6, 7, 12, 13, and 14, and an open electrode 5 with impedance greater than 40000. The patient was reprogrammed and the physician was updated. The issue is ongoing and the cause is unknown. Manufacturer representative (rep) indicated they would submit any new information they become aware of.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 31-may-2028, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(6), ubd: 05-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.